Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the placement of the fibulink syndesmosis surgeon attempt to release the suture, which was not released. After placing standard cap along with tensioning knob, the surgeon then clipped the silver wire with a hemostat and pulled laterally to engage fibulink into, but was unsuccessful. In second attempt to engage link by pulling silver wire laterally the tensioning knob along with the wires popped off and fell on the ground. The surgeon did not waited for the removal case and for the tensioning knot to be flushed. There was no removal kit available and the surgeon stated he was comfortable with leaving fibulink in and will remove it, if needed. The procedure was successfully completed with a delay of approximately ten (10) minutes. This report is for one (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for complaint (B)(4).